Manufacturer narrative:
(B)(4). The guidewire was not returned for evaluation. Imaging films were not provided.

Event description:
It was reported that the tip of the guidewire broke in the patient's right s1 pedicle during surgery. The guidewire stuck in the tap and may have broken when the health care professional (hcp) tried to remove the tap. Five millimeters remained in the patient. The hcp was able to use another guidewire, away from the area where the tip of the initial guidewire broke, to complete the surgery.